Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger wasn't recognizing inserted battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger doesn't recognize battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge battery packs. The cause for the failure was isolated to contamination on the battery pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.